Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had rewind anomaly. The blood glucose at the time of the incident was unknown. The device will not be returned for analysis.

Manufacturer narrative:
Device alarmed motor error during rewind due to corrode the motor home switch. Unable to perform operating currents. A21 error test, self-test, rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test or verify low battery alarm due to motor error alarms. (B)(4).